Manufacturer narrative:
Findings: pump was received with missing segments due to cracked and bleeding on lcd glass. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer' parent reported via phone call indicating physical damage in the form of cracks on the screen of the customer's insulin pump after dropping the device. The parent states that the customer cannot read the screen of the insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.